Event description:
Caller indicated the assure platinum meter was giving low readings. At 6am tested resident and the results were lo retested immediately using a different meter and the results were 305. Caller mentioned that previous to this test there was a test performed on the meter and she rcvd an error of e13. The same test strips were working fine on another meter. There were no symptoms, or treatment given at the time of the incident. Controls used were in range. Replacing product.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The print on the returned meter label is rubbing, however this defect does not affect product performance. The returned product performed within specification. No performance failure detected.